Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The suture detachment was confirmed as a needle to cuff miss. Although it was reported that the suture was detached, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The anterior cuff was not returned. The reported event appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal right coronary artery angioplasty procedure. The arteriotomy was 7fr. When the proglide plunger was retracted it was confirmed that the suture was not present at the end of the anterior needle tip. There was a tactile feel that felt like suture detachment. Then an attempt was made to push the body of the proglide device, but resistance was met and no pulsatile flow was confirmed. The foot was retracted and when an attempt was made to remove the body of the proglide device resistance was met and the device could not be removed from the anatomy. The body of the device was pushed down again and this time that was a success and the device was pushed down into the artery. Then the lever was manipulated multiple times and attempts to retract the foot were made, but unsuccessfully. However, it gradually got harder even to push down the body of the proglide device as resistance increased and it was determined to surgically remove the proglide device from the arteriotomy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.